Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photograph provided. Bd received one used unit. Through the visual microscopic evaluation, damage in the form of a cut was found on the catheter tubing. A water leak test was performed where the unit did in fact leak due to the cut in the tubing. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that the bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced leakage during use. The following information was provided by the initial reporter: after catheter placement, blood leaked from the root of the catheter when drawing the needle.

Manufacturer narrative:
Device expiration date: unknown device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced leakage during use. The following information was provided by the initial reporter: after catheter placement, blood leaked from the root of the catheter when drawing the needle.